Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs. Bd received 50 insyte autoguard bc 22ga units in sealed packages from catalog number 381023, lot number 8044689. Five photographs were also submitted for evaluation. Through the visual/microscopic evaluation, the perforation between two of the packages was partially missing. The package perforation cut/slit was present on remaining packages. The photographs displayed similar findings to that of the returned units. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. This defect occurred due to normal machine wear. The packages are perforated at the point where the squeezing knives touch the knife roller. If the air is too low or the air cylinder/knife is not working properly, there will not be enough pressure for the knives to perforate the packages. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the packaging perforation on the bd insyte¿ autoguard¿ bc shielded IV catheter was poor and hard to tear. The following information was provided by the initial reporter, translated from japanese to english: "missing perforation or the perforation was hard to tear."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging perforation on the bd insyte¿ autoguard¿ bc shielded IV catheter was poor and hard to tear. The following information was provided by the initial reporter, translated from (B)(6) to english: "missing perforation or the perforation was hard to tear."